Manufacturer narrative:
The technician isolated the issue to a missing latch screw. He replaced the latch screw to repair the stretcher.

Event description:
Information received indicates the right siderail will not remain latched.